Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a parity error. After the device was restored, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested, and no anomalies were found. Backup operation could not be reproduced, and the cause could not be determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup operation while still in the box. There was no patient involvement.